Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Additional report of increased threshold and exit block received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from twitching in the chest, dizziness and dyspnea on exertion due to the lv lead - dislodgement was suspected. The patient was hospitalized and the lead was repositioned into a new vein. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.